Event description:
The customer observed falsely elevated alinity I total b-hcg results for two patients. The lab automatically repeats patients when results are between 5 and 100. The patients were negative when repeated. The following data was provided: patient a initial result = 32 repeat result = >2.3 and 16.9 patient b initial result = 73.81 repeat result = >2.3 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the module, and performed troubleshooting procedures but was unable to determine a single definitive part the likely cause of the result issues. The alinity I processing module, serial number (B)(6) was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the alinity I processing module and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module, serial number (B)(6).

Event description:
The customer observed falsely elevated alinity I total b-hcg results for two patients. The lab automatically repeats patients when results are between 5 and 100. The patients were negative when repeated. The following data was provided: patient a initial result = 32 repeat result = >2.3 and 16.9 patient b initial result = 73.81 repeat result = >2.3 no impact to patient management was reported.